Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer powers up as expected with no black screen or error message. Programmer passed all functional and systems tests; no anomalies were found.

Event description:
It was reported the programmer display black screen, error messages upon turning on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.